Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 1005 mg/dl. Customer stated they went to hospital by ambulance. Customer was unresponsive for first few days. Customer was on sliding scale and injection. Customer was not on automode feature during high blood glucose. Customer had recent cataract removed. The insulin pump will not be returned for analysis.